Event description:
The manufacturer received information alleging dry sinus and throat, nose bleeding, headaches, dizziness, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dry sinus and throat, nose bleeding, headaches, dizziness, difficulty breathing/short of breath related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Internal investigation found an unknown dust contaminant on the top enclosure, ui panel, bottom enclosure, blower and blower seal. A keratin-like substance was found on blower box outlet. Mineral-like deposits found on blower and blower box, evidence of liquid ingress was also found. 1 error was found. The manufacturer applied power to the device and verified the airflow. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.